Event description:
It was reported that the patient had an 18g 8cm powerglide in for 9 days. It was leaking quite a bit, so they decided to remove it. Once they removed it, they saw that the hub was separated from the catheter. Ir had to remove the catheter from the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had an 18g 8cm powerglide in for 9 days. It was leaking quite a bit, so they decided to remove it. Once they removed it, they saw that the hub was separated from the catheter. Ir had to remove the catheter from the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed; however, the exact cause is unknown. One photograph and one radiographic image of a powerglide pro were returned for evaluation. An initial visual observation of the photograph showed a break in the catheter shaft of a powerglide pro device. No details of the break site could be discerned from the returned photograph. Evidence of use as well as biological residue was observed on the sample in the returned photograph. An initial visual observation of the radiographic image showed what appears to be the distal portion of the catheter inside a patient¿s arm. Although a fracture is observed, no details or distinguishing features of the damage can be discerned from the returned images which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient had an 18g 8cm powerglide in for 9 days. It was leaking quite a bit, so they decided to remove it. Once they removed it, they saw that the hub was separated from the catheter. Ir had to remove the catheter from the patient. No other information was provided.